Event description:
It was reported that during a laparoscopic cholecystectomy the device leaked. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition, with no unacceptable gaps in the duckbill seal. Upon evaluation, the device was tested for leaking. The device showed signs of leaking when a test obturator was inserted into the sleeve and housing, but not when the sleeve was tested alone. As no packaging was returned with the device, the device history record could not be reviewed.